Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure in a restenosed unknown stent in the iliac artery, after the lesion was predilated with a fox plus balloon catheter, difficulty was encountered when an attempt was made to advance the omnilink elite stent delivery system (sds) through the lesion. As the sds was pulled back, the stent dislodged off of the balloon. An unsuccessful attempt was made to remove the stent by inserting and inflating the omnilink elite balloon through the stent in order to get the stent to adhere. The dislodged stent was located in the femoral iliac just proximal to the lesion and was removed surgically. During the surgery, the guide wire that was used during the stenting procedure had remained in place and another fox plus catheter was used to dilatate the lesion again. An omnilink elite 8 x 59 mm stent was deployed slightly off center distally in the restenosed stent. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: ap14004 fox plus. Sheath: 6f cordis brite tip. Inflation device: indeflator. Evaluation summary: the stent delivery system (sds) was returned with blood on the hub, shaft, balloon, stent implant and in the guide wire lumen, consistent with being advanced over a guide wire and into the anatomy. There was contrast in the inflation lumen and on the shaft, consistent with preparation of the device. The reported stent dislodgment was confirmed. There was thick blood, contrast and tissue visible in the stent implant, consistent with the reported information that the stent had been surgically removed. There were three struts in the first row of distal stent struts that were flared. There were flared and flattened struts noted throughout the stent, consistent with handling during surgical removal. The balloon was returned tightly folded, indicating that the balloon had not been inflated. There were crimp marks on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. There was no other damage noted to the sds. The protective sheath was not returned. The sds was returned inserted through a non-abbott introducer sheath. The balloon was located distal to the tip of the non-abbott sheath. There was a tear in the non-abbott sheath 7 cm proximal to the tip of the sheath for a length of 3 mm. There were two longitudinal tears in the tip of the non-abbott sheath for a length of 4 mm. There was no other damage noted to the non-abbott introducer sheath. There was a 20/30 indeflator returned attached to the sds. There was blood and contrast visible on the indeflator; however, there was no damage noted. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. These factors are typically not associated with product quality deficiencies. In this case, the difficulty crossing appears to be related to interaction with the restenosed stent. Based on the reported information, it is likely that the stent became lodged within the restenosed lesion and during removal, the stent was dislodged from the balloon. The reported difficulty crossing, stent dislodgment and subsequent damage to the stent appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent placement.